Manufacturer narrative:
No product has been returned for investigation at time of file. Retain testing of the strip lot has been requested. A f/u report will be filed.

Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a ten minute time frame on the precision xtra blood glucose meter. The results when plotted on to a parkes error grid fell into the "d" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.